Event description:
A male patient contacted lifecor customer support to report that he was receiving "adjust belt" messages. Download showed right fall off. Support sent the patient a replacement electrode belt.

Manufacturer narrative:
Electrode belt 2005. Device evaluation summary: device evaluation of electrode belt has been completed. The reported problem was confirmed. Electrode belt was found to have a wire broken from the distribution node. The cable was repaired and retested. Baseline evaluation was performed and the cardiac signal appeared normal. It was restocked. The root cause of this intermittent connection cannot be positively identified. It is likely that undo stress to the cable caused the cable to elongate and the wire to come off of the solder pad. No adverse events resulted from the faulty electrode belt. The patient received a replacement electrode belt.